Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) study. It was reported patient underwent a left total hip arthroplasty on (B)(6) 2009. During post operative monitoring and testing, a malpositioned acetabular cup was noted. These findings were found due to follow up testing, there were no symptoms reported by the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6). It was reported patient underwent a left total hip arthroplasty on (B)(6) 2009. During post operative monitoring and testing, a malpositioned acetabular cup and a cyst above the acetabulum were noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.